Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a damaged center button and the pump has also alarmed pump error. The customer's blood glucose was 5.9 mmol/l at the time of incident. It was advised that the insulin pump needs to be returned.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed displacement test and self-test. No unexpected pump error alarm noted during testing. However, pump error alarm found in the insulin pump history. Unable to determine the root cause of pump error alarm, problem isolated to electronic assembly. Unit was received with cracked select button keypad overlay, scratched case and minor scratched lcd window.